Event description:
The reporter stated that the customer experienced a broken clamp. It was reported that after 7 weeks, in place, the clamp of the transfer set broke which resulted in a leak, despite closed clamp. The set had to be replaced. No medical consequences resulted for the patient.

Manufacturer narrative:
A device sample is anticipated, but has not yet been received for evaluation. If the sample is received an evaluation will be performed and a follow up report will be submitted.